Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a uvc. The customer reported the uvc was leaking. The uvc was pulled and no further medical intervention was asserted. The patient was released within the days of removal.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.